Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, there was an intermittent power issue and moisture in and damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 09/29/2016 device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the black box data showed one reboot following a replace cartridge alarm. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture contamination was found inside battery compartment and underside of the returned battery cap. The pump powered on with the returned battery cap during testing. The pump was exercised for 24 hours with no issues. The pump failed a leak test due to the battery compartment crack and a crack in the pump¿s casing. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. (B)(4).